Event description:
It was reported that three days post implant, the device exhibited loss of ventricular capture. Normal lead measure- ments were found, but it was noted that the lead connector pin of a competitor's lead could not be fully inserted into the pacemaker connector bore. A new device was implanted.